Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a delivery alarm on the insulin pump. Customer's blood glucose level was 222 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer stated that she was changing her reservoir and infusion set when she received the alarm. Customer had to change it 3 times. Customer stated that the alarm happened twice before and she would switch out supplies and it would work. Troubleshooting was performed, insulin did not exit the first time but it did exit after assembling a new infusion set with the current reservoir. Customer stated that the pump did not alarm no delivery. Customer was advised there may be a possible issue with the infusion set. Customer also had air bubbles in the tubing and was advised that they need to be removed. No further assistance needed.